Manufacturer narrative:
(B)(4). Concomitant medical products: 010001035-cocr fem hd-6248399, unk-unk cup-unk, unk-unk arcos distal-unk, unk-unk arcos cone-unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00152. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that a patient underwent a right hip arthroplasty. Subsequently, the patient was revised for a right hip dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiograph by a health care professional. Review of the available records identified dislocation of the right hip arthroplasty. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.